Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The clevis was still in place. Additionally, the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged.

Event description:
It was reported that during central processing, the tenaculum forceps instrument had a black wire loose. There was no report of patient involvement.